Event description:
Customer reported a malfunction after encountering a previous cartridge error, which appeared when reloading the original cartridge into the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.